Manufacturer narrative:
A replacement glidescope video baton quickconnect large was provided to the customer and the glidescope video baton quickconnect large used during the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported device failure. The tsr confirmed that the video baton's light was very dim. When connecting the reported video baton to known, good, test verathon equipment, the image on the connected test monitor produced a blue and blurry image. Furthermore, visual inspection found the camera housing and lens were damaged. The glidescope video baton quickconnect large failed verathon's functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the glidescope video baton quickconnect large was scrapped due to the customer already being provided a replacement and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the light was dim when turned on; however, the screen went black once the video baton was inserted into the patient's airway. No delay in the procedure, use of a backup device, or harm to the patient was reported.